Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high impedance. It was noted that output settings were stable but impedance was very high. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's lead was replaced due to the high impedance and the generator was replaced prophylactically. The explanted lead and generator have been received for analysis but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Lead analysis was completed. Abraded openings were noted in the outer and the inner silicone tubing of the returned lead portions. A suspected coil break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching condition have occurred on the coil wires. However, due to metal dissolution the fracture mechanism cannot be ascertained. Scanning electron microscopy images of the negative coil show that the coil was cut. Also, pitting or electro-etching condition have occurred on the coil wires at the discolored region. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer silicone tubing. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.